Manufacturer narrative:
This supplemental is being submitted for corrected data provided. Corrected fields: d4 lot #; h4.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use aspiration needle was observed with suspected rust upon opening the bag, prior to use in a diagnostic endobronchial ultrasound-guided transbronchial needle aspiration (ebus-tbna). There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified based on the information obtained from this complaint and the investigation results. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.